Event description:
It was reported that the 9800 system demonstrated problems with pulling up the right image from saved image directory. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the system image processor pcba. The system operates as intended.